Event description:
The pt was admitted to the hospital for removal and replacement of bilateral breast implants with capsulectomies and capsulorrhaphies secondary to a tight capsule contracture on the right and deflated implant on the left. These breast implants had been placed nearly 20 years ago and the manufacturer is unk. The pt requested to keep the surgically removed breast implants in her possession following her surgery.